Event description:
It was reported that a skin reaction occurred. On (B)(6) 2023, the pediatric patient experienced a skin reaction with redness and infection on the needle puncture site. The patient was taken to a primary care physician, they performed a culture of the wound and prescribed oral antibiotics and topical antibiotics. Due to the antibiotics the patient experienced gastrointestinal distress. At the time of the report the skin reaction was healed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).